Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage occurred. The stent strut on the taxus express2 2.75 x 32 mm drug eluting stent was sticking out. There was no contact with the patient. The procedure was completed with another taxus stent, same size. Patient condition post procedure is noted as fine.